Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and boot due to perpetual rebooting. Opened receiver, detached ui pcba and downloaded:.the complaint was not confirmed because the receiver was manually shutdown and restarted prior to perpetual rebooting.. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on mon aug 21 17:43:50 edt 2017 with MFR# 3004753838-2017-63853. The ack3 was received on mon aug 21 17:43:50 edt 2017 with coreid: (B)(4).